Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. As noted in the attached risk assessment form, the observed risk level matches the anticipated risk level. Therefore, the overall risk of the system has been maintained an no further investigation is required. The cause of the reported issue can be traced to user technique.

Event description:
The robot is not advancing past the white "excelsius" start up screen.